Event description:
Medics were called to a 35 year old male diagnosed in cardiac arrest. The device was attached to the pt and attempts were made to perform automated electrocardiogram analyses. The first three attempts resulted in a shock advised decision. The device started charging each time and each time the device allegedly disarmed itself by dumping the charge internally before a shock could be delivered to the pt. After disconnecting and reconnecting the electrodes, a shock was advised and delivered. The pt was converted to a non-shockable rhythm. Paramedics subsequently arrived and took over treatment of the pt. The pt was not resuscitated.